Event description:
The customer contacted baxter's technical service center to report incorrect ultrafiltration (uf) calculation on the home choice (hc) machine after use. The home patient (hp) stated that what the hc was showing at the end of therapy was not equal to what the hc showed during therapy. The hp called the nurse and the nurse told the hp to call to get another hc. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device recalculated the fill cycles to accommodate the total prescribed volume of 13500ml which was delivered by the device. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The reported issue was confirmed during event history log review. The assignable cause was normal machine function.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.